Manufacturer narrative:
One used ch2000s-c spinning spinning spiros® closed male luer, red cap; list # ch2000s-c, lot # 3653543 was returned for evaluation. Testing found the spinning spiros was found to have a cylindrical piece of gray polyethylene plastic in the fluid path that was too large to be introduced into the spiros componentry any other place than assembly. Though the piece of gray polyethylene was in the fluid path there was no way for it to escape from within the spiros assembly due to its size. The device history review (DHR) was completed and relevant commodities were reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device has been received. The investigation is not complete. Medical devices: chemoclave universal vented vial spike, ln ch-70, lot# 3634236.

Event description:
The event involved a customer allegation that after adding docetaxil to the infusion bag, a piece of plastic was observed in the spiros. There was no patient involvement.